Manufacturer narrative:
Corrosion was discovered within the sockets. During failure analysis the device was overheating as well as running without user activation.

Event description:
It was reported during a surgical procedure at the user facility, the saw was running without user activation. No pt involvement, no reported delay, no medical intervention and no adverse consequences were alleged with this event.